Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the oxygen pressure reducer developed smoke during use. No injury has been reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected alduk IV was provided for the investigation. In a visual inspection, it was found that the bottle connection is sooty, remnants of the sealing ring are no longer present; no further damage could be detected. There is no indication of a device error. All alduk series have passed the normative test for resistance to internal flammability when exposed to oxygen pressure surges (test according to federal institute for materials research and testing) and are approved in accordance with iso 10524-1: 2006. The dimension and size of the alduk bottle connection are according to the valid standard din 477-1 in the version for the german market. The connection is safe when handled correctly, as long as it is properly tightened to prevent any oxygen flow. The instructions for use include the warning that the valve should always be opened slowly so that such leaks are noted. In addition, it warns that the cylinder connection must be checked for tightness before each opening of the cylinder valve. If this does not happen and the gas escapes through leakage, there is a possibility that the alduk will heat up due to heat generated by the gas flow and burn the connection seal.